Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an error 1 message with the meter. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 12/15/2015 device evaluation: the meter has been returned to animas and evaluated on (B)(4) 2015 with the following findings: the meter started up to an error 1 code that could not be cleared due to an error with the ram.